Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence related to urethral atrophy. The patient underwent a surgical procedure to add a second cuff. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence related to urethral atrophy. The patient underwent a surgical procedure to add a second cuff. No additional patient complications were reported.

Manufacturer narrative:
Correction to field d6b: explant date the implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.